Event description:
A company representative reported that a patient was revised to address two post-operative xia 4.5 polyaxial screw tulip disengagements. This report captures the second of two screws.